Manufacturer narrative:
Received one used. List #142480489, primary plumset, pe lined tubing, 107 inch, one used. List #unknown, bag spike adapter with spiros; one used. List #unknown, extension set with filter, as received, the 0.2 micron filter appeared to be wetted out with infusate residuals. The plum set was leak tested, and a leak was observed at the 0.2 micron filter outlet. Confirmed the customer complaint of leaking, probable cause is due to a loss of hydrophobic properties resulting from an infusate interaction during use. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. D9 device returned to MFR 4/9/2025.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. The investigation is pending.

Event description:
The event involved a primary plumset, pe lined tubing, 107 inch where a leakage of a chemo drug inside the tube line that reached on the IV pump was reported. The event occurred during infusion, there was patient involvement and no patient harm. There were 2 mating devices connected to the complaint products. The list numbers for mating devices are ch3034, 011-c32029. No complaints reported on these mating devices.